Manufacturer narrative:
Correction to product code.

Manufacturer narrative:
As reported, after a trapease inferior vena cava (ivc) filter was implanted, the filter subsequently malfunctioned and caused injury and damage, including, but not limited to: filter fracture and migration necessitating surgical treatment. The indication for filter placement is not available. Per the patient profile form, the patient had blood clots, clotting, and/or occlusion of the ivc and severe pain. The filter was removed via an abdominal procedure. The patient suffers from severe pain as a result of chronic thrombus within the external and common iliac veins that extends into the inferior vena cava and into the ivc filter. As a result of the ivc filter strut fracturing, the patient underwent a removal surgery of the ivc filter. The patient suffers from severe pain from the ivc filter removal surgery. The ivc filter was removed due to chronic thrombus and the fracture of the filter. Medical records indicate a venogram revealed an infrarenal ivc filter with fractured strut. There was also chronic thrombus within the external and common iliac veins extending into the inferior vena cava and into the ivc filter. A venogram also demonstrated thrombus in the distal ivc proximal to the filter. This thrombus extended into the inferior portion of the filter. There was successful initiation of catheter thrombolysis. Tpa at 0.5 mg per hour infusion for a total of 1 mg per hour was administered. The patient was scheduled for the following day for follow-up with possible filter removal and iliac venous stenting. The filter is unavailable for analysis. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Inferior vena cava (ivc) filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the instruction for use (IFU) as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Pain does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The manufacturing and expiration dates of the device were received and sections were updated accordingly. No further information is available at this time.

Manufacturer narrative:
(B)(4). The product remains implanted and is thus not available for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported in the legal brief, an unspecified period of time after a trapease vena cava filter was implanted, the filter subsequently malfunctioned and caused injury and damage, including, but not limited to: filter fractured and migration necessitating surgical treatment. Additional information was received from a patient profile form that the patient had blood clots, clotting, and/or occlusion of the ivc and severe pain. The filter was also removed via an abdominal procedure. The patient suffers from severe pain as a result of chronic thrombus within the external and common iliac veins that extends into the inferior vena cava and into the ivc filter. As a result of the ivc filter strut fracturing, the patient was required to undergo a removal surgery of the ivc filter. The patient also suffers from severe pain as a result of the ivc filter removal surgery. The ivc filter was removed due to chronic thrombus and the fracture of the filter. Medical records received indicates venogram revealed an infrarenal lvc filter with fractured strut. There was also chronic thrombus within the external and common iliac veins extending into the inferior vena cava and into the ivc filter. A venogram also demonstrated thrombus in the distal ivc proximal to the filter. This thrombus extended into the inferior portion of the filter. There was successful initiation of catheter thrombolysis. Tpa at 0.5 mg per hour for a total of 1 mg per hour was administered. Additionally, heparinized saline was administered through the femoral sheaths and normal saline through the right internal jugular venous sheath. The patient was scheduled to return the following day for follow-up with possible filter removal and iliac venous stenting.